Event description:
It was reported that the patient underwent a par-umbilical hernia repair procedure on an unknown date and mesh was implanted. Three months later the patient underwent a laparoscopic sleeve resection. During the sleeve resection it was noticed that there were a lot of adhesions attached to the mesh that were difficult to remove. The surgeon opines that he was not satisfied with the tissue in-growth of the mesh to the patient¿s abdominal wall. The patient was not experiencing any pain and there was no recurrence of the hernia, therefore the mesh was not removed.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.